Manufacturer narrative:
On 7/27/2020, it was reported incorrectly that mre was not completed. The actual correct information is : ¿a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500 cc and experienced surgical intervention, capsular contracture baker grade IV and rupture on the left breast implant. The right breast implant was malpositioned. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500 cc on (B)(6) 2020. This medwatch is for the right side.